Event description:
It was reported that the pt's vns indicated high impedance during a routine office visit on (B)(6) 2011. No trauma or manipulation has been reported. X-rays were taken which reportedly did not show any issues however these will not be forwarded to the MFR for review. The vns has not disabled MFR however the physician is aware of the MFR recommendation to disable stimulation in the presence of high impedance. No adverse events have been reported. Surgery to replace the pt's lead is likely.

Manufacturer narrative:
Device failure suspected, but did not cause or contributed to a death or serious injury.

Manufacturer narrative:
The supplemental MDR #1 inadvertently reported the date of event incorrectly, as it should have been corrected to (B)(6) /2011 per the manufacturer's in-house diagnostic history available.

Manufacturer narrative:
Review of manufacturing history records. Review of generator and lead manufacturing records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported by the treating nurse that the patient had generator and lead replacement surgery on (B)(6) 2013 due to high impedance. Attempts for product return are not possible, as the explant hospital does not return explanted devices per the hospital legal policies.

Event description:
An implant card was later received confirming the generator and lead revision surgery on (B)(6) 2013, but the reason was not provided.